Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was having issues with insulin pump. The customer stated insulin is squirting out during manual prime. The customer's blood glucose was 189mg/dl. Customer stated they were not wearing the pump during priming.